Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.1 was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was not detected on bus. A field service engineer (fse) found that only drawer 4.2 had failed. The customer was able to recover it without any issues. The station was taken down, and all cables were checked. Using the hardware test application, both drawers 4.1 and 4.2 passed without issues. The system functioned as intended after the customer resolved the issue.